Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity, moderate calcification and 99% stenosis. After crossing the balance middleweight (bmw) elite through the lesion, a non-abbott balloon was delivered over it toward the lesion. However, when the non-abbott balloon reached the area ot the tip of the bmw elite, the devices became stuck together. Both devices were removed from the anatomy as a single unit. The resistance also occurred when the non-abbott balloon was retracted from the bmw elite outside the anatomy. The guide wire was exchanged for another non-abbott guide wire and the same non-abbott balloon was used without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: tazuna. Guide cath: sheathless, nobori. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.